Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 57.4cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the break occurred less than 15cm from the hub. The device was completely removed from the patient's body.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the break occurred less than 15cm from the hub. The device was completely removed from the patient's body.